Event description:
The facility reported a pump that "only works when it is plugged in and needs a new battery." It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.